Event description:
It was reported that during the right ventricular (rv) lead implant procedure the lead was implanted at the mid-low septum and sensing measurement was noted to be low. A connection test and a short-circuit test with the test wire were both good. The surgeon adjusted the rv lead position, re-implanted the lead, and sensing remained below the target parameter that met the patient could get off the operating table. Rv lead was retested and sensing parameter was below target parameter again. The surgeon then placed the rv lead at the apex, tested again, and sensing parameter was below target parameter. The surgeon decided to replace the rv lead. A different rv lead was implanted in the mid-low septum, and the sensing was within acceptable parameter measurement range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.